Event description:
It was reported that a malfunction occurred on the pump displaying a specific malfunction code. There was no adverse impact to the customer's blood glucose level. Customer was assisted by technical support in resetting the pump, and the issue did not recur, allowing the customer to continue using the pump.